Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module was paused and when the nurse checked on the patient again 30 minutes later, "the drug was in free flow into the patient." Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at approximately 2140. The medication was propofol (1,000mg/100ml, concentration 10mg/ml) ordered as a stat continuous infusion at 3.85ml/hr. (10mcg/kg/min). However, approximately 70ml was infused in less than five (5) minutes. Due to the event, the patient reportedly experienced "significant hypotension" and required "administration of vasopressor medications (phenylephrine and norepinephrine)". Per customer (pharmd - emergency medicine clinical pharmacist specialist), the patient was admitted to the intensive care unit (ICU) and ultimately passed away due to her presenting disease state (intracranial hemorrhage), unrelated to pump malfunction."

Event description:
It was reported that the pump module was paused and when the nurse checked on the patient again 30 minutes later, "the drug was in free flow into the patient." Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at approximately 2140. The medication was propofol (1,000mg/100ml, concentration 10mg/ml) ordered as a stat continuous infusion at 3.85ml/hr. (10mcg/kg/min). However, approximately 70ml was infused in less than five (5) minutes. Due to the event, the patient reportedly experienced "significant hypotension" and required "administration of vasopressor medications (phenylephrine and norepinephrine)". Per customer (pharmd - emergency medicine clinical pharmacist specialist), the patient was admitted to the intensive care unit (ICU) and ultimately passed away due to her presenting disease state (intracranial hemorrhage), unrelated to pump malfunction."

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action # and manufacturer narrative. Annex a : a24, a040502. Annex g : g07001, g02017. Annex b : b01, b14. Annex c : c19, c0601. Annex d : d14, d01. Investigation summary: the reported issue of the pump paused with a free-flow event during infusion of propofol was not confirmed during the review of the logs or was replicated during testing of the suspect pump module. The inspection of the received pump module s/n (B)(6) observed jumper cable display was found damage; however, this finding was not identified as a contributing factor for the reported issue. Pcu s/n (B)(6) battery was found missing from the device, it was not received. This also was not associated with the reported issue. The customer provided an event date of (B)(6) 2024, the event time was reported as 9:40 pm. The device was programmed for propofol at 1000mg/100ml with the rate at 3.846ml/h and the volume to be infused (vtbi) at 90ml and was placed in a paused state after programming. At 9:42 pm, the module was restarted was confirmed by selecting the chennel select on the pump s/n (B)(6) and softkey 14 (started) on the pcu s/n (B)(6). At 9:42 pm, the infusion was started on the pump s/n (B)(6). At 9:46 pm the infusion was paused. The primary volume infused (pvi) was recorded at 0.239ml at 9:56 pm the device was recorded removed, inducing a channel disconnected alarm on the pcu that was confirmed by the user. At 9:57 pm the device was reconnected, the infusion parameters restored, and the device programmed with a 10-minute delay. At 10:11 pm the device was programmed with another delay for 20 minutes. At 10:12 pm, the module was channeled off. Inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. Pcu and pump module error logs showed no error codes associated during the reported timeframe. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Root cause: the root cause of the reported issue of the pump paused with a free-flow event during infusion of propofol was not determined. The suspect pump module was found to be infusing within specification and having no observances of unregulated flow. Note that this report lists imdrf annex a040502, g02014, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.